Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the video processor to correct the reported problem. The system tested and verified as ready for use. Isi received the video processor involved with this complaint and failure analysis (fa) has completed the product evaluation. Fa was able to confirm/reproduce the reported complaint. The unit was tested on an in-house system. The in-house system launched in normal mode without error; however, after moving the endoscope via master tool manipulators and then sitting idle in normal mode for 2 minutes, the system displayed repeated errors 17, 32 and 307 at the vci2 node. The vci2 node was not visible to the system. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for troubleshooting. Investigation revealed the following system errors relate to the reported complaint: errors17, 32, and 319. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted to another vision side cart. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a non-recoverable fault occurred. The operating room (or) staff power cycled the system three times before calling technical support. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked the or staff to cycle the system power, disconnect and reconnect all blue fiber cables, and cycle the vision cart's circuit breaker for one minute. The system faulted on power up. The tse viewed the logs and found errors 17 and 319, pointing to the video processor. The or staff was going to try to use another vision side cart (vsc) to continue. There was no reported injury. Intuitive surgical, inc. (Isi) contacted the clinical sales representative and obtained the following information about the complaint on 21-july-2021: another vsc was brought in to continue with the procedure, which was completed with no patient injury. No further details were available. Isi contacted the hospital's robotics coordinator and obtained the following information on 30-july-2021: she stated that the patient was male. She did not have the patient chart with her and could not provide any other details about the event.